Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-10619. Reference MFR report: 1627487-2012-10620. It was reported the patient's (B)(6) ipg pocket was too large, causing the ipg to turn and the scs lead extension to wind around the ipg. Subsequently, the lead extension broke. The lead extension was removed and replaced. Follow up information revealed due to the torsion caused by the turning of the ipg, the scs lead was explanted and replaced. There were no further issues reported.